Event description:
Initial reporter indicated that the patient had high lead impedance indicating a likely lead malfunction. X-rays were sent to manufacturer for review. Manufacturer review of x-rays noted a gross lead discontinuity near the second tie down strain relief bend. No report of patient injury or trauma preceding the event. The patient is being referred to their surgeon. Revision surgery is likely.

Manufacturer narrative:
Manufacture reviewed x-rays of implanted device. Results - review of x-rays by manufacture revealed a gross lead discontinuity. Conclusions - device malfunction occurred, but did not cause or contribute to a death or serious injury.